Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 20gax1.16in prn/ec slm leaked at septum the following information was provided by the initial reporter: during recent clinical operations, there were several instances of blood and fluid leakage from the white isolation plug of the same batch number (4080076) of a closed IV needle after the needle was withdrawn from the needle after the puncture, which prevented normal infusion operations from being performed. The adverse events occurred on october 21, 2024, october 25, 2024, and november 2, 2024, respectively. The adverse events had a serious impact on the smooth operation of medical care and may cause potential risks and inconvenience to patients. Each time a venipuncture procedure was performed with this lot of closed-circuit intravenous (IV) indwelling needles, the puncture procedure was performed according to standard specifications. After successful puncture of the vessel and withdrawal of the steel needle, varying degrees of blood and fluid leakage from the white isolation plug site were observed. Fluid leakage was characterized by oozing of fluid from the isolation plug, and blood leakage was characterized by slow dripping of blood, which made it impossible to connect the infusion line for subsequent infusion treatment. The medical staff had to stop using the indwelling needle immediately and re-puncture it, which not only increased the patient's pain and psychological burden, but also prolonged the operation time and reduced the efficiency of medical work, and might also adversely affect the patient's condition due to delayed treatment. As it was reported as a serious incident on several occasions.

Manufacturer narrative:
1. No defective samples and photos have been received for the complaint. 2. DHR/bhr review lot# 4080076. 1-the products of this batch were assembled at intima ii auto line 4 in april 2024, and packaged at r240 package line in april 2024. Work order quantity was (B)(4) pcs. 2-the septum incoming inspections: appearance and size were not abnormal, which met the requirements of incoming inspection specifications. 3-the leakage test results of 400 pcs in process testing and 32 pcs in outgoing testing were within the product specifications. 4-no unqualified, deviation or rework activities in the production process. 5-the septum assembly equipment without abnormal maintenance. 3. Cause investigation: 1-10pcs retained samples of this batch were taken for related test: 800mm simulated clinical leakage test. The test results showed that no leakage was found at the septum. Please refer to the attachment for the test reports. 2-the plant has launched CAPA to further investigate the root cause. Conclusion(s): no abnormality was found in the product manufacturing process, all the test results were within the requirements of the product specifications. In response to the leakage at the septum, the plant has launched CAPA to trace and investigate its root cause.

Event description:
No additional information provided.